Event description:
It was reported to boston scientific corporation that an optiflo injection needle was intended for use during a colonoscopy procedure. According to the complainant, during preparation, the nurse found that there was a razor in the sterile packaging of the device. No one was harmed by the razor. The package was set aside, and a new optiflo device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle was intended for use during a colonoscopy procedure.according to the complainant, during preparation, the nurse found that there was a razor in the sterile packaging of the device. No one was harmed by the razor. The package was set aside, and a new optiflo device was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.